Event description:
It was reported that the ventilator's power button did not respond, the device could not be turned on. There was no patient involvement in this incident. The front panel board was exchanged in an attempt to resolve the issue, the outcome was not communicated. Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d2a, d3, d4, g1, g6, h2, h4, h11.

Event description:
It was reported that the ventilator's power button did not respond, the device could not be turned on. There was no patient involvement in this incident. The front panel board was exchanged in an attempt to resolve the issue, the outcome was not communicated. Investigation is ongoing.

Event description:
It was reported that the ventilator's power button did not respond, the device could not be turned on. There was no patient involvement in this incident. The front panel board was exchanged in an attempt to resolve the issue, the outcome was not communicated. Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d2a, d3, d4, g1, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The hamilton-t1 ventilator was reported to have a non-functional power button and unresponsive touchscreen and hard keys. The event occurred at a distributor location and was not associated with patient use or active ventilation. Consequently, the event did not cause or contribute to a death or serious injury to a patient. No alarms were triggered, and no technical faults were recorded. All ventilation functions remained accessible via the press-and-turn knob. The root cause was identified as a defective front panel board. A replacement board (B)(6) was sent to the customer. Although it could not be confirmed whether the repair was completed, no further complaints have been received, suggesting that the issue was likely resolved.